Manufacturer narrative:
This lead was retained by the hospital pathology department. This lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high, out of range shock impedance measurements. The rv lead to right atrial (ra) lead configuration exhibited a shock impedance of >200 ohms. The rv lead to can configuration exhibited a shock impedance measurement of 190 ohms. Boston scientific technical services (ts) discussed further testing. The patient's device was reported to be close to elective replacement indicator (eri). Additional information was received indicating this system did not deliver a shock when required. When tested, there were high defibrillation threshold (dft) measurements. Both the proximal and distal coils of the rv lead contributed to high, out of range shock impedance measurements greater than 200 ohms. A fault code was recorded during dft testing at 31 v and 41 v. An invasive procedure was performed to explant and replace the lead which was retained by the hospital pathology department. The device was also explanted due to nearing elective replacement indicator (eri). No adverse patient effects were reported.